Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow-up; the atrial lead exhibited intermittent loss of capture and a sensing anomaly. A chest x-ray confirmed lead dislodgement. The lead was successfully repositioned on (B)(6) 2014. The patient was in good condition.